Manufacturer narrative:
"Blood back in blood in tubing". Product condition rec'd: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counter-pulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The account representative rec'd voice mail of a balloon leak in a patient on friday at (B)(6). The hospital discontinued therapy and removed catheter. The balloon was saved for return. "Check iab" alarm was noted by bedside nurse. Blood was noted in tubing and the iabp was turned off immediately and the iab removed. New iab inserted on (B)(6) 2013 at 1300. No difficulties were encountered during pumping. Alarm sounded - "check iab". There was no patent injury or death resulting from the event. Patient expired on (B)(6) 2013.